Event description:
It was reported that when the patient returned to their room post operative, it was discovered that the lead had dislodged. The patient was taken back to the operating room and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 non-defib lead, implant 2014-(B)(6). (B)(4).